Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer inspected the device on-site, and confirmed the reported issue. During troubleshooting, it was determined that one of the pressure transducer printed circuit boards (pcbs) was defective and was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided, therefore could not a proper device log analysis be performed. The replaced pressure transducer pcb was returned for further investigation. A visual inspection of the returned part revealed no abnormalities. The pressure transducer pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use check were performed, all of which passed. The investigation concluded that the device failed to meet its specifications and that the reported problem could not be reproduced during further investigation. Based on the available information, the reported issue has been confirmed, but it cannot be fully established whether the returned component was faulty and the definitive cause of the problem. Therefore, the cause of the reported problem remains unestablished.